Event description:
The user facility reported to terumo cardiovascular systems that prior to vein harvesting procedure, during non-clinical activity, the endoscope was blurry. There was no pt involvement as this occurred during non-clinical activity.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when more info becomes available. (B)(4).